Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure the clip applier will not applying clips properly. Applier will throw extra clip., misfire and clips won't close completely. There were no patient consequences reported.